Event description:
During an atrial fibrillation procedure, the sheath leaked blood. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath, dilator, and guidewire was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. The seal was noted to be torn and displaced, consistent with the leak detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn and displaced seal and subsequent blood leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.